Event description:
The customer reported non-reproducible troponin I (access accutni+3) results, for five patients involving the unicel dxc 600i synchron access clinical system. This report is one of two referencing the event date noted. The customer stated the initial results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer reanalyzed the patients' samples, on an alternate unicel dxc 600i system, and obtained lower results, primarily within the normal reference range. Amended reports were issued to the hospital. The customer stated the laboratory's critical cutoff value for troponin I is >0.019 ng/ml. The laboratory protocol states to reanalyze all samples following any delta check, throughout the day. The patients' samples were centrifuged at 6,000 rpm (rotations per minute) for five minutes. The customer indicated the plasma samples were of good quality. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed micro bubbles in the wash pump. The fse disassembled the wash pump and wash valve, cleaned all components and reassembled the wash pump. The fse completed a passing system check, high sensitivity system check, and a 15-replicate precision test. The customer also stated the instrument generated wash valve pump motion errors. The fse rebuilt the wash pump with a new belt, seal, seal o-ring and manifold o-ring. Upon system priming, the fse did not notice any evidence of bubbles. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the faulty wash pump. A definitive root cause is unknown. This medwatch report is related to MDR 2122870-2014-00534.